Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
There is no patient impact associated with this complaint. It was reported that there was evidence of debris in an unused cartridge prior to use. The reporter stated that a sealed cartridge was removed from the packaging, filled with insulin, and an unknown solid brown matter was observed floating in the cartridge; this cartridge remained unused. The reporter said that there was no similar debris in the insulin vial. According to the reporter, another new cartridge was filled and no debris was observed. This complaint is being reported because of the allegation that a sterile product was contaminated.